Event description:
A cook endoscopy soehendra tannenbaum biliary stent was placed in the biliary duct. (Note: this stent is intended to drain obstructed biliary ducts and is not to be left indwelling for more than three months). Approximately three months after stent placement, an endoscopic retrograde cholangiopancreatography (ercp) to perform stent removal was performed. The physician noted the stent had migrated inside the biliary duct. The stent was removed with what was reported to be great difficulty. The initial reporter indicated the difficulty experienced during removal of the stent was due to limited access to the bile duct/stent area from the small bowel. However, stent removal was successful. A foreign object did not have to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because the affected product was not returned to cook endoscopy for evaluation. We were unable to conduct a review of the device history record or conduct a sample test from this lot because the lot number was unable to be provided. After a review of the account order history, the lot number was unable to be determined. A review of the twelve month complaint history for this product family was conducted. Based on this percentage, the likelihood of this type of occurrence is remote. Conclusions: we were unable to conduct a full investigation because the device was not returned for evaluation. A definitive cause for the reported observation was unable to be determined. The instructions for use for the soehendra tannenbaum biliary stent indicate stent migration is a potential complication that can occur in association with biliary stent placement. Prior to distribution, all soehendra tannenbaum biliary stents are subjected to a visual inspection and dimensional verification to ensure device integrity. Corrective action: the complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. No further action warranted because this report was unable to be verified. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.